Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Images could not be obtained due to damage to the imaging unit caused by external factors. The bending section cover adhesive was missing. An additional reportable malfunction was identified. The scope identification (ID) data was missing due to breakage of the ID board due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented no image. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred during pre-use inspection. There was no impact on the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.